Event description:
It was reported to philips that the heartstart xl defibrillator showed an error 01000 during preventative maintenance servicing. There was no patient involvement.

Manufacturer narrative:
.